Manufacturer narrative:
Visual evaluation of the returned devices showed deformation to the edge of the liner, likely caused due to the reported dislocation. No damage was noted on the retaining ring, the male ring, or the female ring and lock ring assembly. No material or manufacturing deviations were observed during this investigation. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. The exact cause for the dislocation is unknown, based on the information provided. A review of complaint history did not reveal any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed because item was dislocated in patient. The patient managed to dislodge/dislocate the adaptor ring and constrained liner out of the reflection shell.